Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, bilateral prosthesis replacement with implants of the same size is planned for (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/13/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view, extending to the anterior. A rent measuring 5.2 cm was discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).